Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. One impl tapered scr-v ha 3.7 mm 3.5mm 11mm (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing vertically at the collar. Bone debris present on the vent of the implant. The reported event is confirmed following inspection of the returned device. Based on the evaluation, the device malfunction has occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvh11) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: fracture: implant). The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely probable causes determined from the investigation are parafunction/patient factors, as it was noted the patient had the device implanted for approximately 7 years 2 month on tooth # 29, meaning the device was exposed to long-term parafunctional habits. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the platform of the implant body was fractured. The implant was removed and another implant was placed. Tooth site # 29.